Manufacturer narrative:
An internal investigation was initiated in response to a customer complaint of out of range low results for staphylococcus aureus atcc® 29213¿ with etest benzylpenicillin pg 32 ww s30 product (ref. 412265, lot 1008126430). The out of range low result corresponds to a change in interpretation (false susceptible). ---complaint trend analysis--- complaint trending analysis did not identify this issue as a trend for this lot or this product. ---batch record analysis--- no observations or non-conformities were identified during manufacturing and quality control for this lot. ---investigational testing--- quality control strains were tested using retain samples of the customer's lot (1008126430) and a reference lot (1007452230). Three strips per etest lot, per strain were tested. Tested strains: - bacteroides fragilis atcc 25285 cq 161 - staphylococcus aureus atcc 29213 cq 129 - staphylococcus aureus atcc 25923 cq 140 - neisseria gonorrhoeae atcc 49226 cq 246 - streptococcus pneumoniae atcc 49619 cq 221 - escherichia coli atcc 25922 cq 126 - enterococcus faecalis atcc 29212 cq 147 results: all results obtained during investigational testing were within the expected ranges for quality control testing. Specifically, all investigational testing results for staphylococcus aureus atcc 29213 were mic = 0.38 ¿g/ml. Staphylococcus aureus atcc 29213 (qc specifications : 0.19 - 1 ¿g/ml) - customer's lot 1008126430 : 0.38 ¿g/ml - reference lot 1007452230 : 0.38 g/ml ---conclusion--- the cause for the customer's reported out of range low results could not be established. The customer's issue of out of range low results for staphylococcus aureus atcc 29213 was not reproduced internally. The product is performing as intended.

Event description:
A client from (B)(6) notified biomérieux that he has an issue with etest® benzylpenicil pg 32 ww s30 product (ref. 412265, lot 1008126430). For two (2) successive quality control tests, which the client does one time per week, using the quality strain staphylococcus aureus atcc® 29213¿, the result was out of range low with etest benzylpenicillin pg 32 ww s30 product. The out of range low result corresponds to a change in interpretation (false susceptible). Thus, the client obtained 0.047 g/ml each time, which is lower than the acceptable mic range: [0.25 ¿ 2 g/ml] for s. Aureus atcc 29213 toward benzylpenicillin. As it was quality control test, there was no patient sample involved. A biomérieux internal investigation will be initiated. Note: benzylpenicil pg 32 ww s30 - 412265 is not registered for use in the united states. However a similar product, benzylpenicil pg 32 us s30 - 412264, is registered for use in the united states (k981135).